Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, broken battery tube threads, cracked case at the display window corner, minor scratches on the lcd window, scratches on the reservoir tube window, cracked case at the reservoir tube window corner and cracked reservoir tube window. The battery cap was inspected and there was no damage.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the up and down arrows are unresponsive. Customer's blood glucose reading was 186 mg/dl. Customer was attempting to bolus when they noticed the buttons are unresponsive. Troubleshooting for keypad anomaly was performed. Troubleshooting for cosmetic damage was performed. Customer advised the battery cap near the reservoir compartment was cracked. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.